Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate anti-tachycardia pacing and high voltage therapy from the implantable cardioverter defibrillator (ICD) for atrial fibrillation with rapid ventricular response that was detected as ventricular fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.